Event description:
This is a report of a home patient that experienced a leak in a homechoice cassette. This occurred during the set-up phase of peritoneal dialysis therapy. The patient was not connected. The patient stated that they loaded three cassettes in the homechoice and noticed leaking after set-up. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).